Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation revealed that ar-9597-20 and ar-9676 are stuck. Also, note the nicks on the square edges of the device. The most likely cause of this condition is excessive force/friction during use or insertion. Functional testing with the mating part ar-9597-20 reveals that the device does not work as required.

Event description:
On 05/05/2023 it was reported by a sales representative via sems that an ar-9597-20 angled reamer sleeve, and an ar-9676 drive shaft became stuck together. This occurred during a case, there was no patient effect reported. There was no additional information provided.